Event description:
It was reported that during a da vinci s total benign hysterectomy the mega needle driver instrument was not corresponding to the moment of the surgeon's hands. The instrument was removed and reinstalled to troubleshoot the problem but it remained. It was then noted that the cables of the instrument had broken. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
Instrument was received and evaluated. Engineering found both grip cables were broken at the distal idler pulley. The idler pulley spun freely but was damaged. The cable segments stuck out at the wrist. The pitch cables at the wrist were not damaged. Engineering also found wear marks and indentations on the edges of the distal idler pulley. In addition, the distal end of the main tube had a scratch mark exhibiting light material removal and a rough surface finish. Engineering concluded the damages were likely due to mishandling. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.